Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The logs show that the test failed due to that the zero pressure offset had drifted outside defined intervals (drifted more than +/-300 mv from factory default), for expiratory pressure transducer printed circuit board. Mentioned pressure transducer printed circuit board measured that zero pressure offset was between 8.1 - 9.0 v. The pressure transducer printed circuit board is part of the pressure measuring in the system. A faulty pressure transducer printed circuit board may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. However, during on-site inspection field service engineer performed troubleshooting and checked patient circuit, water trap and support seals. The pressure transducer printed circuit board was found working correctly and system checkout passed successful. No parts were necessary to be replaced, hence the cause of the fault in this complaint has not been determined.

Event description:
It was reported that the anesthesia system failed the pressure transducer and leakage test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).